Manufacturer narrative:
E1: reporting address line 1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak - co2 rebreathing risk" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak - co2 rebreathing risk" alarm. The customer reported that the device displayed a low leakage volume inhalation carbon dioxide alarm; the customer also noted that the proximal pressure tube was disconnected. In addition, the customer checked the pipeline, mask connection, oxygen pressure and internal equipment; but was unable to find another obvious abnormality. Per the rse details, it was considered to be an internal pressure sensor failure. Additional assistance is being requested, and the investigation is ongoing,

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. During follow with the key market (km), the responder reported that the customer declined to have the device serviced by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.